Event description:
It was reported that the same message as when implanting the device occurs when initializing data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), implantable pacing lead, 2012 (B)(6); (B)(4), implantable pacing lead, 2012 (B)(6). (B)(4).